Event description:
It was reported the pt is having difficulty charging and communicating with her ipg. The pt stated the her ipg seems to be slanted inside the pocket. An sjm representative met with the pt and confirmed the ipg is angled which is making it difficult to communicate. Follow-up identified the pt underwent surgical intervention on (B)(6) 2013 and her ipg was repositioned inside the pocket.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.